Event description:
It was reported that the ilet pump¿s touchscreen developed multiple lines and became unusable, and an image confirmed a cracked screen consistent with a device fracture involving the touchscreen; a replacement was arranged and the patient was instructed on shutdown and data sync, with blood glucose not impacted and no injury reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.